Manufacturer narrative:
A field svc engineer performed an on-site eval of the mel 80 device. A defective circuit board was identified and replaced. After board replacement the device was confirmed to be working within specification. The user manual states "it is advisable to perform a fluence test before each operation to ensure correct operation of the device", "the fluence is optimally adjusted if the upper segment remains grey and a complete green semicircle is visible in the lower half of the circle", warning. At the end of the fluence test, the aiming beam must point to the center of this spot. If the aiming beam points to the center of the spot. If the aiming beam must point to the center of this spot. If the aiming beam points to a spot significantly removed from the center of this spot (> one beam diameter), contact the carl zeiss meditec service dept". The doctor and staff had previously been trained to perform the laser fluence test before each operation but there was no evidence that a laser fluence test that performed prior to beginning this treatment. The abnormal fluence test laser ablation pattern provided by the doctor shows no aiming beam spot in the center and has a circular green pattern.

Event description:
After 12% (1.9 seconds) of a refractive surgical treatment was completed using the mel 80 excimer laser system, the doctor realized the laser was firing on one single spot and immediately halted treatment. The doctor proceeded to perform a laser fluence test where he determined the ablation pattern to be abnormal. The doctor adjusted the laser fluence until the determined the laser ablation pattern to be normal. The doctor then resumed the refractive surgical treatment without problem.